Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery percent when recharging only goes up to 90% and upon hitting 90% the patient sees a message that says "cannot detect device". They indicated that they charged every day and their device showed excellent quality when recharging. The patient could communicate with their controller fine at other times and just had this issue when recharging. The representative would be meeting with the patient on friday to try and resolve the recharging issue. No symptoms or further complications reported.

Manufacturer narrative:
The event date has been updated to no information. Fdp code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. The rep reported the united parcel service tr acking number of the controller that was sent in for analysis. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that a rep reset the battery or something and did a few things they were not aware of, a trickle charge was mentioned, but ultimately the issue was resolved when they replaced the controller. The rep mentioned that the implantable neurostimulator (ins) had issues charging from the start, even before implant, but it was implanted anyway. The rep indicated the patient was now able to charge to 100%. The rep stated that the patient had to hold the controller or recharger right over the device, otherwise it would say, ¿no device found.¿ when the rep met with the patient in office today, they noticed the same with the tablet and needing to hold the clinician telemetry module (ctm) very close to the ins, even after initial pairing. The rep indicated it was taking a long time to charge. They stated it took 1.5 hours to go from 40-90% and the last 10% took 2 hours. The rep stated the controller would show, ¿no device found¿ and start making noises. The patient would have to ¿take it out,¿ turn the controller off and back on and it would work for a little while, but the same thing would happen. The rep stated the patient reported the ins was turning off and on by itself at night. The patient would wake up in the morning and know the device was off because they were in a lot of pain. It was confirmed the ins was off, but still 40% charged. The patient was able to turn the ins back on. The rep reported the issues that were reported today started when the patient received the replacement controller. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s recharger and programmer were replaced. The manufacturer representative stated that they got to 90% charged from 60% when they started. It was noted that the patient¿s old charging system would deplete the programmer battery by 10% intervals over the course of each 15 minutes of charging the implant. By the time the implant was charged up to 90%, the patient programmer was almost fully depleted. With the new recharging system, it would flip over to a screen that displayed a ¿no device found¿ error message. The patient clicked ¿try again¿ and then the screen would display ¿looking for device,¿ where it then flashed orange and started to charge again at 90%. The patient continued to charge for another 15 minutes with excellent recharge status the entire time. Afterwards, the manufacturer representative read the implant with the clinician programmer and it showed that it was 100% charged. The manufacturer representative stated that the patient programmer read the implant battery to be at 100% as well. It was noted that the patient would monitor the situation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative stated that they never said the programmer was making no ise. The communication, charging, and device turning off issues weren't resolved. To try and resolve these issues the programmer was unpaired from the battery and then re-paired to the device. This solved the communication problem but only for a few days. No further complications reported.